Event description:
Customer called to report motor error alarms and unable to rewind the insulin pump due to the motor error alarms. Nothing further was reported.

Manufacturer narrative:
The insulin pump failed the displacement test. Unit had constant motor error alarm during rewind due to motor encoder disk out of phase.